Manufacturer narrative:
Investigation summary: three representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all inspection, and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the returned statement, the root cause of the leakage is due to the valve issue.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: 16g pro safety cannula inserted started leaking blood from injection port as soon as sited, cannula abandoned anesthetist asked for a different brand as limited trust with this product.